Event description:
Reporter called to request a re-evaluation of dexcom cgm. It is approved as durable equipment for medicare. There is a huge discrepancy in the cgm glucose values. If the cgm value is 250, 15 seconds later the meter values are in the 40's. This is with different meters from different manufacturers. Dexcom is supposed to have a 20 percent accuracy rate; which is an elusive number. The discrepancy is worse with the normal rise and fall of glucose, for example after a meal or taking insulin. The cgm is very unreliable. I will not use it and no one I know will use it.